Manufacturer narrative:
Follow-up #1: date of submission 11/07/2013. Device evaluation:the device has been returned and evaluated by product analysis on 10/28/2013 with the following findings:during investigation, the pump booted to the verify screen with a dim discolored display. A test screen was inserted and was found to function properly. Unrelated to the complaint, the audio bolus button was found to be torn across the button cover; the bolus button still responded properly. Additionally, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2: date of submission 11/08/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/28/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the keypad was found torn over the ¿ok¿ button. The ¿ok¿ and contrast buttons responded intermittently while the ¿up¿ and ¿down¿ buttons responded properly. Upon removal of the keypad cover, contamination was found under all the button contacts. Unrelated to this complaint, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test display, and the test display screen was functioning properly.

Event description:
On (B)(6) 2013, patient contacted animas, alleging that there is a delay in the response of the buttons when pressed and the rubber keypad is torn. Patient stated that the button responsiveness issue occurred prior to noticing the torn rubber keypad. Patient denied that there is trauma and moisture exposure to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.